Event description:
It was reported that the right ventricular lead had dislodged. During the revision of the lead, several attempts were made to tighten the screw. The screw was turned too tight in the connector and fell out. The device was explanted and replaced. Due to problems with the patient anatomy, the lead could not be repositioned and was cut off. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, the set screw was missing.